Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: thrombosis, fear. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the left common femoral vein due to pulmonary embolism (pe) and deep vein thrombosis (dvt). Patient is alleging vena cava perforation. The patient further alleges fear. Per a report from CT: "an infrarenal ivc filter is present with stable malposition of the struts, which terminates in the duodenum,posterior to the aorta, and in the right lateral caval retroperitoneum with extension of the struts anteriorly 0.6 to 0.8 cm from the anterior caval wall." Per a report from CT: "infrarenal ivc filter struts are malpositioned and terminate in the duodenum, posterior to the aorta, and in the right lateral caval retroperitoneum, unchanged." Per a report from ultrasound venous duplex lower right extremity: "nonocclusive thrombosis involving the common femoral and proximal femoral vein. External iliac vein is patent". Per a report from CT: "infrarenal ivc filter with several times extending through the vessel wall, some of which abut the third portion the duodenum." Per a report from CT: "the apex of the ivc filter is approximately 2.6 cm inferior to the lowest renal vein. The long axis of the filter is parallel to the ivc. The filter tip abuts the anterior wall of the ivc. Two of the filter struts anteriorly project beyond the wall of the ivc approximately 7 mm and 6 mm and are within the duodenal lumen. One of the filter struts laterally on the right projects beyond the wall of the ivc approximately 6 mm. One of the filter struts laterally on the left projects beyond the wall of the ivc approximately 7 mm and abuts the wall of the abdominal aorta posteriorly."

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: organ/ vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2008, and approximately 8 years and 10 months later, it was noted that multiple struts of the inferior vena cava (ivc) filter had perforated the vena cava, with struts terminating in the duodenum, posterior to the aorta, and in the laterocaval retroperitoneum. Approximately 2 years and 8 months after noting this, 2 filter struts were again noted to project beyond the vena cava, approximately 7 millimeters (mm) and 6 mm, abutting the aorta, and penetrating the duodenal lumen, respectively. Hospital and medical records have been requested, but not yet provided.